Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci assisted surgical procedure, the harmonic ace instrument was observed with one of the jaws of the forceps that broke during the procedure and fell into the patient. The broken part and the debris were recovered. There was no report of patient harm, adverse outcome or injury. Follow-up was performed and additional information was obtained. The instrument fragment was retrieved, and it was confirmed that no fragments remained inside the patient's anatomy. The instrument was inspected prior to use and no issues were noted. A new instrument of the same type was used to continue with the procedure, and the procedure was completed with no further issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation found the primary failure of mechanical indentations/burrs to the blades to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.13¿ from the base and the broken piece was returned. It is known that cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). The generator may detect blade damage with a solid tone or an error. The common causes of the failure mode of broken instrument blades are typically attributed to the user mishandling and misuse.

Event description:
Refer to h10/h11 for follow-up information.